Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "bipolar video laparoscopy forceps do not conduct electricity and do not coagulate". No negative impact in state of health reported. Cross reference MDR: 9610617-2026-00748, 9610617-2026-00755, 9610617-2026-00757.